Event description:
It was reported that air ingress occurred. During an atrial fibrillation ablation in the left atrium, a faradrive steerable sheath clear was selected for use. During the procedure, air leakage from the sheath was observed. The procedure was then successfully completed using another faradrive sheath. No patient complications occurred, and the patient remained stable following the procedure.